Manufacturer narrative:
Concomitnt products: product ID: 3889-33, lot# v053147, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The patient reported the she slipped and fell the other night. She rolled over the implant. The site had hurt ever since. She turned stimulation on and it felt like a spider web all over the place; the shocking/stimulation was too much. She turned stimulation down to 1.0 volt from 3.0 volts before the sensation went away. She reported stimulation in her vaginal area, but she was wondering if she should turn it on after having turned it off for the last 3 years. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.